Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that two rt380 adult dual heated evaqua breathing circuit expiratory tubes had disconnected from the y-piece. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuits were not returned to fisher and paykel healthcare in (B)(6) for evaluation. Despite multiple requests for the return of the two rt380 breathing circuits and for additional information, the hospital has not responded. Therefore, our investigation is based on the event description, previous investigation of similar complaints and our knowledge of the product. The hospital reported that two rt380 breathing circuit expiratory limbs disconnected from the y-piece. No patient consequence was reported. The hospital was unable to provide any further information surrounding the reported failures. Without the return of the complaint devices we are unable to determine what may have caused the problem experienced by the customer. However, it is possible that the y-piece may not have been properly inserted during set-up and eventually became disconnected during use. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject rt380 breathing circuits were damaged after they were released for distribution. The user instructions that accompany the rt380 breathing circuit state the following: "check all connections are tight before use." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Device not returned to manufacturer.